Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited pocket infection. Wound culture was performed and the results were positive for (B)(6). The patient received intravenous antibiotic infusion. There were no additional adverse effects reported. All available information indicated that the product remains in service.